Manufacturer narrative:
No report of patient involvement. Date of manufacture is currently not available. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting manifold and valve were replaced. The unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting knob was broken, preventing the ability to manually ventilate. There was no report of patient involvement.